Event description:
The manufacturer received information alleging a ventilator was displaying a "high temperature" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor needs to be replaced to address the issue.